Event description:
The report form hospital say: at 8:30 am on (B)(6) 2021, the medical staff in ICU routinely checked the function of the hamilton g5 ventilator before use, and found that the flow sensor calibration could not pass the test. The machine was not used for the patient and there was no patient involved hamilton-g5 made in (B)(6) 2015

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause could not be established as the system passed the calibration successful after repeating the initial preparation for calibration, but it can be assumed that the preparation was not fully correct. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.